Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad trace. The device also had cracked corner display window, cracked battery tube threads, scratched lcd window, cracked reservoir tube and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons were unresponsive and the insulin pump alarmed button error. It was stated that this started the night before after the customer was at a dance. At first, the customer was trying to enter her blood glucose reading but the buttons were no responding. She removed and reinserted the battery and received the button error alarm the morning of the call. Blood glucose value was 485 mg/dl; treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.